Event description:
The patient began a neurostimulator trial on (B)(6) 2010. One lead was inserted to cover the left hip pain. On (B)(6) 2010, the patient reported that he had "extreme pain at the dressing site" and "felt it was infected." His health care professional prescribed antibiotics. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).